Manufacturer narrative:
Product analysis: as found condition: the pipeline flex was returned inside a biohazard bag and a shipping box. Visual inspection/damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. The distal and proximal ends of the braid were opened and frayed. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or proximal bumper. No other anomalies were observed. Testing/analysis: n/a. Conclusion: based on the returned device, the customer complaint was not confirmed that the braid's distal and proximal ends were opened and frayed. In addition, the middle of the braid was found fully opened and no damage. However, the cause for failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, damaged braid, and the user deploying the braid in the vessel bend. The braid can become damaged due to resheathing more than two times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the cause of the failure to open/damage was not determined, the tip of the second stent was damaged and could not be fully opened. The customer suspected that it might be caused when entering the y valve or during the conveying process. The first pipeline did not open in the middle to proximal section. The pipeline had been placed in a vessel bend when it failed to open. There were additional steps or other devices attempted to open the pipeline, specifically, the surgeon tried to retrieve it to deploy, pushed and pulled the stent to open it.

Manufacturer narrative:
Continuation of d10: product ID ped-400-25 (b554958); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a neurovascular flow diversion procedure complications arose involving the pipeline embolization devices. Initially, a 400-25 pipeline embolization device was used, but the stent's proximal end was damaged, and it failed to open fully, despite multiple attempts to adjust and redeploy it. Consequently, the surgeon replaced it with a 350-25 pipeline embolization device. However, the second stent also encountered issues; the tip did not open properly, forming a fish mouth shape, and burrs were found on the stent tip. Due to the prolonged surgery time, the operation was completed using coil therapy. The patient had an unruptured saccular aneurysm located upward and lateral to the ophthalmic artery, with a maximum diameter of 3 millimeters and a neck diameter of 2 millimeters. Landing zone: distal: 2.9 mm and proximal: 3.5 mm. Dual antiplatelet treatment was administered. The pru level was 1 and the angiographic result post-procedure indicated a microaneurysm of the ophthalmic artery segment. The operation was ultimately resolved with coil therapy. Ancillary devices used were: 8f guiding guide catheter, marksman microcatheter, synchro 14 guidewire, and 5f 125 navien catheter.